Manufacturer narrative:
(B)(4). Approximate age of device ¿ 20 days. The device remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in the clinic with a chief complaint of leg edema. The patient had a brain natriuretic peptide (bnp) level of 379 pg/ml, a lactate dehydrogenase of 735 u/l and a free hemoglobin greater than 30 g/dl. The patient was admitted with volume overload and concern for hemolysis. The patient was given a course of intravenous diuretics, placed on heparin and started on persantine on (B)(6) 2015 for an elevated clot strength indicator on thromboelastography (teg). The persantine was discontinued on (B)(6) 2015 when platelet inhibition assays were adequate. The patient continued on aspirin and plavix and was bridged with heparin until the inr value was therapeutic. The patient was then discharged from the hospital.